Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that after powering on and performing a routine quality check, a fault alarm was displayed: analysis energy capacity below standard. There was no patient involvement.